Event description:
It was reported that the patient was in the intensive care unit (ICU) however the reporter did not know why or for how long. The health care provider (hcp) went to refill the pump but was unable to interrogate. It was noted based on the device implant date end of service (eos) should have occurred. The reporter did not know if alarms were audible from the elective replacement indicator or eos. The reporter also didn¿t know if the patient had experienced any underdose/withdrawal or other medical problems associated with the device reaching eos. The type of medication within the device system was not provided. It was later reported that the device was used to deliver baclofen. The patient was reportedly in the ICU due to dehydration, renal failure and a urinary tract infection. The patient had been admitted on (B)(6) 2013. Symptoms included blood in the patient¿s urine. It was reported the pump had ¿stopped working¿ as of (B)(6) 2013 due to the end of battery life. When asked what the cause for alarm although an alarm had not been previously reported, end of life was indicated. No troubleshooting was done due to the pump ¿not working¿. It was reported there was no problem interrogating the device, the hcp was just unable to reprogram due to the pump¿s end of life. The pump had been filled on the report date but it was then realized after that the pump could not be reprogrammed. It was reported the patient did not want a new device and that the pump would not be explanted at this time. The patient was on oral baclofen 10mg four times per day. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the start date of the patient's intrathecal baclofen treatment was 2006 and the end date was (B)(6) 2013. No other medications besides baclofen were in the device at the time of the event. It was reported the exact symptoms the patient was having were renal failure and a urinary tract infection. It was reported the patient was in the ICU unrelated to the pump. The alarm/error message was due to battery end of life. The patient was now on oral baclofen 10mg every six hours. It was reported when the patient was stable the pump would then be replaced.